Event description:
Patient was having craniotomy for posterior fossa tumor resection. The neurosurgeon inspected the drill and it appeared to be in working order. During the cutting of the bone flap, the drill met resistance. The neurosurgeon removed the drill, inspected it and proceeded with the bone flap removal. Bleeding was noted at the time, and pt was noted to have sustained a transverse sinus laceration. Pediatric craniotome drill was noted to be broken. Pt received prbcs, the laceration was repaired and the tumor resection was completed. The drill was inspected and the craniotome footplate was noted to be broken off. Other footplates were evaluated and were noted to have wear and were removed from service. All devices were replaced.